Manufacturer narrative:
Investigation results: it was reported that there was an occlusion after 5-10 hours of infusion. One used sample and 32 unused samples were returned for investigation. The sets were examined for defects and abnormalities. Dried lipids were found inside the used tubing. No other defects or abnormalities were observed. The used set was flushed with water, the lipid blockage was removed and the set flowed normally. Since normal flow was established after flushing the lipids out of the filter, the probable cause of the blockage is the lipids clogging the filter and the filter working properly by blocking the larger lipid globules. The customer complaint was verified but no product defects were observed. A device history record review for model mz9329 lot number 24029369 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd ext set 78 tubing occluded. The following information was provided by the initial reporter: nicu had 3 cases of lipid tubing alarming on alaris pump after 5-10 hours of infusion, when changed out the problem stopped. We thought it was lot # 24029369, so I pulled all of that lot and the problem has stopped. I have 32 of these with this lot#. We would like to return to bd and get a different lot# replacement. I only have one of the tubings to give back, the other 2 were tossed. ---------------------------- customer response received on 17-sep-2024 1. Could you please specify, what kind of alarming occurred? Alaris pump alarming occulsion 2. Was there any defect or damage found in the tubing? Unable to flush 3. Was there any leakage happened? No.